Event description:
Reportedly, the sales rep received sizers from the customer stating there were "cracks". The customer also stated that due to the volumn of procedures "it is unknown how long these devices were in place or how many times they were sterilized." No serial numbers are available for these devices; therefore, no device history record (DHR) review can be done. Requested detailed information on the cleaning and sterilization methods used, cleaning agents, additives, etc. At 05/21/2009 no additional information has been received to date. No additional information is available.

Manufacturer narrative:
Evaluation summary attached: the cylindrical end and the replica end exhibited cracks at the polyphenylsulfone plastic connection to the handle rod. Only cylindrical end remained attached to the handle rod. No visible broken pieces were detected from the sizers.

Manufacturer narrative:
This device was previoiusly reported on manufacturer's report # 2015691-2009-10489. Therefore, initial emdr # 2015691-2009-10633 is void.